Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to product performance issues. Troubleshooting actions were performed by the physician to cycle the device, however, issues were not corrected. All components of the existing aus were explanted and replaced with a new aus. The physician identified cuff sizing issues, leading to a smaller cuff replacement for better urethral coaptation. There was fluid loss identified upon inspection of the explanted device. No patient complications were reported.